Event description:
It was reported that the ventricular lead was fractured. The lead was replaced. No patient complications have been reported as a result of this event. Additional information reported high impedance, oversensing, failure of pacing, lead failure, inappropriate therapy, and noise.

Manufacturer narrative:
Other : it was reported that the ventricular lead was fractured. The lead was replaced. No patient complications have been reported as a result of this event. Additional information reported high impedance, oversensing, failure of pacing, lead failure, inappropriate therapy, and noise. No conclusion can be drawn. Impedance, high, interference lead(s), fracture of, oversensing pace, failure to, shock, inappropriate.